Event description:
It was reported that the patient's atrial and ventricular leadless pacemakers exhibited intermittent interrogation issues. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received yet.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.